Event description:
The user facility reported that a patient sustained a laceration requiring sutures to close. The skull clamp is being returned.

Manufacturer narrative:
The skull clamp involved in the reported incident was returned in good condition. The 80# torque knob tested in specification but the swivel lock had some rotational movement when locked. When properly positioned, adjusted and locked, the reported "slippage" could not be duplicated. The general maintenance performed on the returned device would not have contributed to the incident.